Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va080t8, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had their device implanted about 10 months prior to the report and they had little trouble and a relief of symptoms. About a month prior to the report the patient slipped on the ice and fell on their hip that had the device in it. Their hip was hurting quite a bit in and around the implant site. The pain was not on the surface but deep inside and aching constantly. The patient initially thought it was just wrenched muscles from the fall but the aching was not going away. They could feel that the stimulation was still working but a few symptoms had returned such as not being able to void all the way when they went to the bathroom. Follow up information received on feb. 2, 2014 reported that the cause of the event was a fall and there were no abnormal impedance measurements. It was noted that the patient did not require hospitalization due to the event. The lead and generator were checked and there were no abnormalities noted. Further follow up information received on june 12, 2014 reported the patient had pain at the implant site and the healthcare provider reprogrammed. The issue was resolved and therapy had been working well since. The indications for use were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.